Manufacturer narrative:
Additional information has been provided in h.3., h.6., and h.11. The product was not returned. A photo was provided. The photo showed an implanted single-piece lens. Small marks were visible on the optic. Due to the clarity of the photo it cannot be determined if these are small cracks or chipped area. A light mark was observed which may have been caused by the plunger tip. The nature and origin of the marks could not be determined from the photo. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. Qualified associated products were indicated. Based on our observation of the provided photo, showed an implanted single-piece lens. Small marks were visible on the optic. Due to the clarity of the photo it cannot be determined if these are small cracks or chipped area. A light mark was observed which may have been caused by the plunger tip. The nature and origin of the marks could not be determined from the photo. It is difficult to make a determination of handling/damage without evaluation of the physical sample. A final root cause cannot be determined based on available information. The IFU (instruction for use) instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd (ophthalmic viscosurgical device) - filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. IFU: follow the section regarding directions for use for information on the maximum allowed time for the iol (intraocular lens) to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the company iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, small divot defects were observed on the posterior optic. An attempt was made to polish them off without success and the iol remained in the eye. Additional information has been requested. There are two medical device reports associated with this file. This report is associated with the 3 of 3 files.